Manufacturer narrative:
Three used device was received for evaluation. Functional and visual tests were done the reported issue can be duplicated. A leak was observed between the tubing and female luer of the cassette. Further inspection of the bond showed spotty solvent coverage at the tube luer bond. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was stated that the cassette was leaking at the connection of the tubing and the yellow plastic connector. The fault was found during aseptic manipulation in the cabinet in production facility. There were 3 products affected. There was no patient involvement.